Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the catheter shaft was broken/fractured and deformed at the distal end of the shaft. Functional inspection showed that a 0.0158¿ patency mandrel was advanced through the catheter with slight resistance noted. It is probable that procedural factors, such as friction, encountered during the procedure limited the performance of the device and contributed to the reported event. Therefore, an assignable cause of operational context has been assigned to the observed catheter shaft breakage.

Event description:
Analysis of the returned device found that the catheter shaft was broken. There was no clinical consequence to the patient.